Event description:
A distributor returned battery charger/modem (B)(4) and reported that the battery charger was resetting.

Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. Upon evaluation, the charger/modem was resetting and there was liquid contamination on the battery board. The cause of the resets was likely a flash memory failure (components u102 and u105) on c/a board (B)(4). The flash memory likely had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective battery charger/modem.